Event description:
It was reported that, "hospital rep called stryker corporate to report that the acetabular component failed. Parts were removed and revised. Hospital wants to return to stryker for evaluation. Intake person from stryker corporate called sales rep who said it was a (B)(6) hip that was revised for poly wear."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report.